Event description:
As reported by the user facility forwarded by bbm (B)(4). Involved in over infusion/drug error: pump has been involved in a clinical incident. Customer requires history down load from this pump. MFR ref# 9610825-2013-00245.